Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.1 inr on a comparison lab. Coumadin was held based on the device result, however, once the lab returned the doctor continued to hold the coumadin. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller was unsure which device was used with this lot of test strips.